Manufacturer narrative:
Battery was verified. Altitude alarm issue the failure investigation has been completed. Based on the analysis, the alleged issue was not verified.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 272-280 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.